Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited non-sustained ventricular tachycardia, high sensing integrity counter (sic) count and oversensing of noise. The lead was inactivated and later capped and replaced. No patient complications have been reported as a result of this event.